Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged main display. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The cause of the damage to the main display is unknown. To correct the condition, the main display was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.